Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The following cosmetic damage was noted on the device: cracked battery tube threads, cracked reservoir tube lip, cracked case near the display window corner, cracked on the display window, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's father reported via phone, the insulin pump had alarmed motor error during bolus. Customer's blood glucose was okay. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer's father was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.